Event description:
The customer reported image blackout during inspection for use involving an olympus deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
E1 establishment name: (B)(6) added here due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.